Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the electrodes. The customer reported that after wearing the electrodes for monitoring purposes on (B)(6) 2010, she became physically ill, experiencing extreme nausea, abdominal cramps, and diarrhea. The customer also stated that she developed a skin irritation in the areas where the electrodes were worn and was prescribed cutivate ointment (rx) by her dermatologist. The patient's primary physician also prescribed prevacid for the nausea.